Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that during knotting of the suture, the knot does not slide and lock well. This is raising concern of potential vessel leakage. Multiple reports are being filed for this reported incident as multiple lot numbers were reported. Reports include: 2916714-2016-00818, 2916714-2016-00819, 2916714-2016-00820, 2916714-2016-00821.

Manufacturer narrative:
Samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tested the knot running strength test of the samples received. This test calculates the necessary strength to run down the knot. The sutures are used to simulate a knot and the strength is calculated. Roughness is calculated from the knot running strength. Roughness results conducted on the samples received are into the current range for this thread and size. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.